Manufacturer narrative:
(B)(4). The device has been received the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified problem occurred with the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a simulated therapy were performed with no issues noted. A service history review revealed no previous service events that were related to the reported condition. A review of the device history record found that the device has been reconditioned since its original manufacture date. The device was found to be noisy during sample evaluation. The cause was determined to be the pump, which was scrapped to address this condition. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.